Event description:
It was reported by service report that the backrest won't hold weight. The complainant was unaware of any patient involvement, adverse consequences, medical intervention, or surgical delay related to this event.